Event description:
It was reported that the pt experienced difficulty with speech since implant, and was concerned he would be able to return to work as a radio announcer. The pt also experienced an episode of violent shaking on (B) (6) 2010 at 7pm while lying in bed. Since the shaking episode, the pt had pain at the left top of his head. Additional info has been requested from the hcp, but was not available as of the date of this report. Ref MFR report# 3004209178-2010-04784.

Manufacturer narrative:
(B) (4).